Event description:
The device was being used to treat a pt with an unspecified but shockable arrhythmia. Reportedly the defibrillator repeatedly would not reach a charge complete state. No add'l info was reported. The pt was resuscitated.